Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed affected channels. An incident of accident or trauma is unknown and it is unknown if hearing performance with the device is affected.

Manufacturer narrative:
According to the information received, the device has been explanted because of affected channels, which were possibly due to an excessive mechanical stress to the electrode lead. However, as the active electrode lead has been received incomplete, no wire fractures could be detected during explant investigation which could explain the reported issue and no defined root cause could be identified. Damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
In situ testing showed affected channels. No accident or trauma was reported and there have been no changes in health. In fall and winter of 2018 the recipient repeatedly took off both devices, but seemed to remove the right side more often. It is unclear when the decline in performance started. The user had reportedly never performed well since implantation in march 2016, but due to user_s abilities sound field testing was never completed. Re-implantation was first postponed because the recipient had an ear infection and it was then carried out on (B)(6) 2019.